Event description:
The medical doctor mentioned the scope that was not working with the processor was never used on the patient. The procedure was completed, but not to the extent that the medical doctor was hoping to complete it. The failure did not involve the patient directly. The failure occurred before procedure started.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "the 180 series scope was not recognized" occurred due to a defective patient board set. However, the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a diagnostic esophagogastroduodenoscopy procedure, the video system center light source communication socket would not recognize 180-series scopes. The intended procedure was completed with a similar device with a standard gastrointestinal video scope. The reported issue did cause a delay, and it was reported that the delay was long enough to switch to a 190 scope, no more than 5¿10 minutes. The patient was under heavy sedation; however, there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to a faulty patient board set. Additionally, a worn-out video connector latch causing poor connection with connectors was found.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.